Event description:
It was reported that the customer experienced air bubbles as well as liquid on the o-rings of the reservoir. The customer's blood glucose was 12.2 mmol/l. The customer stated there was no liquid in the insulin pump or at the reservoir compartment but only past the first o-ring of the reservoir. Troubleshooting was done. Explained the leak may have been an air bubble in the reservoir that expanded during filling. Advised customer to change the reservoir. Advised that replacement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.